Event description:
It was reported by the sales rep that during an unk procedure the device was jammed and no clips would come out. This happened at initial firing and was not used. They used a like device to complete the procedure. Device is being returned for analysis.

Manufacturer narrative:
Broken jaws. Eval summary: the analysis results found that the el5ml device was returned with jaws broken at the ramp. The instrument was cycled and ejected the remaining clips due to the jaws condition. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint info is trended or a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.